Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: based on the available information, the patient¿s fluid overload that led to hospitalization with complications of pulmonary edema, acute on chronic chf and respiratory failure is probably associated with negative ultrafiltration during pd therapy with the liberty select cycler. However, although a temporal relationship exists, it cannot be determined what exactly caused the patient to experience negative ultrafiltration during pd treatment. While it was alleged the liberty select cycler malfunctioned, manufacturer investigation of the liberty select cycler did not yield any non-conformances or quality deficiency during product quality testing of the device. It is not uncommon for patients with esrd on pd therapy to experience negative ultrafiltration and fluid volume overload which can be caused by varying factors such as pd membrane characteristics, pd catheter (not a fresenius product) functionality, diet and compliance, as well as the pd prescription itself.

Event description:
It was reported that a patient with end stage renal disease (esrd) on dialysis was hospitalized due to overfill which led to fluid volume overload and pulmonary edema. Review of medical records received indicated the patient presented to the emergency room with complaints of worsening shortness of breath (dyspnea) over a period of approximately 4 days. The patient alleged the week prior to hospitalization, the liberty select cycler malfunctioned and did not remove 4 liters of fluid during pd treatment (exact date unknown). The patient indicated they received a replacement cycler (date unknown) but despite compliance with pd treatment, they noticed worsening shortness of breath, particularly when lying supine, lower extremity edema and productive cough with frothy sputum. The patient also endorsed symptoms of nausea, vomiting and loose stools. Physical assessment of the patient significant for positive rales on lung auscultation and a blood pressure (bp) 147/108, pulse (p) 98, respiratory rate (rr) 20, temperature (t) 98.5, oxygen saturation (o2 sat) 94% on room air and recorded weight of (B)(6). Laboratory testing indicated the patient was hypokalemic (potassium 2.70) and had elevated bnp (1991). Additionally, a chest x-ray was performed and indicated cardiomegaly with evidence of pulmonary edema and fluid overload and electrocardiogram (ECG) showed atrial fibrillation. The patient was also noted to be in acute hypoxic respiratory failure due to fluid volume overload and in acute on chronic congestive heart failure (chf) with an ejection fraction of 25%. The patient was admitted to the hospital on telemetry for medical management and dialysis. The patient was initially placed on 3l supplemental oxygen and later weaned to room air after several days of pd (recommended the patient receive hemodialysis (hd) during hospitalization; however, the patient declined). Pd treatment details are unknown; however, the patient¿s last recorded weight prior to discharge was (B)(6), which was total loss of 5.7 kg. The patient received 40 milliequivalents (meq) potassium replacement which improved their potassium level to 3.4. The patient was initiated on a beta blocker metoprolol for atrial fibrillation and chf. Moreover, the patient underwent cardiac catheterization for left anterior descending (lad) artery calcification and right coronary artery (rca) subtotal occlusion. The patient remained afebrile during hospitalization and there was no indication of leukocytosis. Vital signs recorded were stable and the patient¿s condition improved for hospital discharge after seven days. The patient continued pd therapy at home.